Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10013364t and lot# 24079174 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jul2024. There were quality notifications issued for the failure mode reported by the customer during the production build of this set for lot 24079174 as notification ID #2200401465 on 09dec2024. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris smartsite texium secondary set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that tubing leaked.